Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with shortness of breath, chest pain and atrial fibrillation. Upon interrogation, it was noted that the atrial threshold was high with normal impedance. The cardiac surgeon noted that there was leaking at the level of the right atrium. The patient was brought in for open-heart surgery. The helix of the right atrial lead could be seen exposed slightly outside of the atrial appendage area. The lead was pushed back into the atrium by the heart surgeon and the atrial leaking area was sutured shut. The lead was programmed off. The patient was in stable condition following the procedure. The patient remains in stable condition recovering in the intensive care unit on the following day (B)(6) 2020. Lead revision was discussed.